Event description:
It was reported that the patient was asymptomatic. It was reported that the patient presented for a routine follow up in clinic. The rv lead was found to have dislodged. A replacement procedure was scheduled. The rv lead seemed to be hanging up and more room had to be made for removal. The rv lead was explanted and replaced. The patient was stable.